Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 100% stenosed target lesion was located in the circumflex artery (cx). The reference vessel diameter was 3mm and the lesion length was 26mm. There was no attempt made for direct stenting. A 3.00x28mm liberte stent was implanted. An additional liberte stent was implanted to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged fifteen days after the index procedure without angina or silent ischemia. The discharge medications were asa 100mg/per day duration indefinitely and clopidogrel 75mg/day for 12 months.